Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The saw with key device was evaluated and the reported condition that the equipment did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a sticky trigger, the assignable root cause was determined to be traced to user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported from russia that during service and evaluation, it was determined that the saw with key device failed the leak tightness test, could not secure/lock the cutter device, would not hold/secure the battery, had a fractured trigger, was cracked, the etching was illegible, and had a sticky trigger. It was further determined that the device failed pretest for general condition, marking and labeling, leakage test, check coupling screw of saw blade coupling, check the saw blade coupling, check the rotating mechanism of the saw head, check for sticky trigger, check roundness of housing, check falling out protection (steel ring), and check oscillation frequency with frequency meter. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.